Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Brand name: unknown artificial disc replacement. UDI: unavailable, unknown. A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on september 1, 2005, the patient underwent an artificial charite disc implantation. Post-operatively, patient presented with excruciating pain since the surgery which includes pain behind left knee. Patient has a very physical job and in addition, patient's wife who happens to be a massage therapist claimed that she felt a marble like knots near the surgical site. Reportedly, patient's device remains implanted. This complaint involves one (1) device.